Event description:
It was reported when the device is shook, at times it will shut down. Biomed was able to reproduce the issue. Battery was replaced but issue still occurs. The device was returned for repair. No patient complications were reported as a result of this event. It was further reported the device turned off unexpectedly during use. If the device is moved around a little, it intermittently turns off.

Event description:
It was reported when the device is shook, at times it will shut down. Biomed was able to reproduce the issue. Battery was replaced but issue still occurs. The device will be returned for repair. No patient complications were reported as a result of this event.

Event description:
The device was returned for repair. It was further reported the device turned off unexpectedly during use. If the device is moved around a little, it intermittently turns off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the device shut off unexpectedly during use. Analysis did find that the upper and lower cases, side bail covers, battery drawer and ring cover were broken, that the battery release was contaminated and the battery contacts were compressed.

Event description:
It was reported when the device is shook, at times it will shut down. Biomed was able to reproduce the issue. Battery was replaced but issue still occurs. The device was returned for repair. No patient complications were reported as a result of this event. It was further reported the device turned off unexpectedly during use. If the device is moved around a little, it intermittently turns off.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.